Manufacturer narrative:
Received one (1) photo showing the drip chamber of the 140019291 primary plum set. There were black spots observed. Received two (2) new 140019291 primary plum sets for inspection. There were no spots or visual anomalies noted on the sets. The reported complaint can be confirmed based on the photo provided. The black spots are typical of burnt embedded material due to an error during the molding process in costa rica. While the device fails visual inspection, burnt embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9- sample was received for the investigation on 4/12/2023. Concomitant was added: carbopatin.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that black spots were found in the drip chamber during priming of carbopatin. The packaging was intact or sealed prior to opening. There was no patient involvement and no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation. However, it has not yet been received.